Manufacturer narrative:
Technician found the head up and knee up valves are not functioning. The technician replaced the head up and knee up valves to resolve the issue.

Event description:
The technician alleged that the head section would not raise. No patient impact.